Event description:
It was reported that during a routine device upgrade the right ventricular lead exhibited externalized conductors, all values were normal. The lead was explanted and replaced successfully. The asymptomatic patient was discharged the same day.

Manufacturer narrative:
Analysis confirmed the insulation abrasions. The lead was returned in 2 pieces, the connector piece (a), no anomalies were noted. On the distal piece (b) multiple internal insulation abrasions were found between right ventricular and superior vena cava shock coil and two internal insulation abrasions were found proximal to superior vena cava shock coil. These internal insulation abrasions breached the right ventricular cables lumen.